Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. See MDR 1118880-2017-00029 for the first device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported the valve was disconnected when the destination package was opened. Follow up communication with the user facility reported: attempted to screw valve down but would not "lock"; a second unit was opened and used; when the physician removed a catheter through the valve the valve "popped off"; the procedure was successful; and there was no impact to the patient. Additional information was received on 4/6/2017: blood loss was minimal as they were able to secure the valve immediately.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The dilator and the sheath were returned to the manufacturer for evaluation. A visual evaluation confirmed the valve was attached to the sheath. Sheath hub to ccv valve fit was conducted and confirmed to meet manufacturer specification. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.